Manufacturer narrative:
After battery installation, the pump gave an unexpected solid white with parallel rainbow lines pixels due to cracked lcd controller. The pump was unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The pump was received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was unable to read the display when she received her new pump. The customer stated that there were colorful lines going horizontally across the screen and she was unable to make out what was behind. The customer tried to change to a new battery and leave the pump off and then on again. The customer stated that the screen looked the same. The customer will be sent a replacement pump. The customer will return the pump for analysis.